Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event updated from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that balloon rupture occurred. The taget lesion was located in the iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the balloon ruptured during third inflation at 30 seconds duration time.